Manufacturer narrative:
The customer reported one probe for being defective. The sample was visually inspected and found to be nonconforming because of a slightly bent needle at the plastic body opening. The sample was functionally tested and found to be nonconforming for cut test (no cut). The probe was disassembled and the components inspected. Significant resistance was felt while removing the inner cutter from the needle. The needle body was bent and kinked; the inner cutter was severely bent and exhibited wear marks. No abnormalities that could have contributed to this event were found during the device history record review. The associated lots (2) were released based on the MFR's acceptance criteria. The complaint of the probe being defective was caused by the bent and kinked needle. The kinked needle is an indication that the needle was severely bent and subsequently straightened. Wear marks on the inner cutter is in indication the probe had been used and initially working until it became bent. User mishandling suspected. (B)(4).

Event description:
A pharmacist reported at the time of the vitrectomy, the vit probe was defective. There was no pt harm reported. Multiple attempts have been made to obtain add'l info, but none has been received.